Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient was having a CT of his head due to the brain bleed during implant on (B)(6) 2018 but the caller stated it did not mean there was anything wrong with the ins. The caller stated for the past month the patient had falls especially on days when he got reprogrammed. It was reported the falls occurred after the reprogramming. No troubleshooting had been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing surgery to get an implantable neurostimulator. It was reported a CT scan was done during surgery to verify lead placement. At the time of the scan, there was no indication that there was a bleed. After surgery, the patient was moved to the ICU where they were walking around later that evening. Sometime during the night they started to decline and they were weak and vomiting. A CT was ordered and showed that there was a bleed on the left brain. No actions were taken to resolve the issue. The patient was under observation and had routine cts. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive with injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacture representative stating the patient had been under observation in the ICU since the event. No surgical intervention had been taken regarding the brain bleed. The patient was aphasic and had their battery and extension placed on the day of the reported and would be going to rehab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated shortly after the brain bleed, they would get repetitive uti's and had to do straight cathing.